Manufacturer narrative:
Findings: the unexpected restart alarm and history anomaly due to faulty on I/bd. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected restart. No external ram error alarm.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. It was explained to the customer that the pump experienced an unexpected restart. The customer was advised to monitor pump. The customer was advised that we are sending replacement. The customer reported via phone call that the insulin pump alarm external ram error. The customer was assisted in performing a self-test and it passed. The customer was advised to monitor pump.